Event description:
Backcap of the handpiece overheated and caused a small burn to patient's lower lip.

Manufacturer narrative:
Patient was prescribed 800 mg ibuprofen. Due to improper maintenance, bearings were worn and gritty in drive assembly and shaft. Bearings falling apart. Medium debris level. Proper maintenance to handpiece was discussed. Replacement was sent.